Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of the gastric pouch on a laparoscopic single gastric anastomosis, the device fired but stopped firing halfway it was also stated that the adapter disengaged from the shell while firing the reload. Retraction of the unarticulated partially fired reload by removing the port and manipulating out of port site and a replacement of power shell, adapter and reload were done to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device initially fires, but failed to complete the firing cycle. Also, the adapter did not seat properly into the clamshell and the connection was loose. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.